Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013,product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the patient's prior implantable neurostimulators (inss) were replaced because they were not working properly. It was stated that the patient being bedridden is related to the implant and how the patient had surgery on their hip in 2009 or 2010, with the hip displaced and the patient bedridden for 4 years. When asked if the patient being bedridden was related to the device the caller said yes, and noted that the patient had surgery on their hip in 2009 or 2010. The patient's hip has become displaced with the patient bedridden for 4 years, with them unable to move around as transportation is expensive and they are ill for a week afterwards. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.